Event description:
During a lap sigma procedure, the device first firing, did not staple correctly. After reloading, the device the cartridge fell out of device and into the patient. The cartrdge was retrieved. A new device was used to complete the case. No patient consequence.